Event description:
I have noticed increased respiratory and head ache problems for the past 2 years. I have stopped using my philips dream station CPAP machine for the past week and have noticed a lessening of my symptoms.